Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer's alleged result of 2.3 inr on (B)(6) 2023 was observed in the meter's patient result memory on (B)(6) 2023. The customer's alleged result of 4.7 inr on (B)(6) 2023 was not observed in the meter's patient result memory. The customer's alleged result of 2.3 inr on (B)(6) 2023 was not observed in the meter's patient result memory. Instead, a result of 2.2 inr was observed. The customer's alleged result of 4.6 inr on (B)(6) 2023 was not observed in the meter's patient result memory. All other alleged results were observed in the meter's patient result memory.

Event description:
There was an allegation of a questionable result from coaguchek vantus meter serial number (B)(6). On (B)(6) 2023 at 4:45 am, the result from the meter was 3.0 inr. At 5:55 am, the result from the meter was 2.3 inr. The patient¿s normal dose of warfarin was one-half of a 2.5mg tablet daily. The dosage was adjusted based on the result from the meter and the patient was given one quarter of a 2.5mg tablet. The therapeutic range was 2-3 inr and the patient tests weekly.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. E3 - occupation was patient/consumer.